Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer via a manufacturer representative (rep) regarding a patient with an implantable neurostimulator (ins). It was reported that the patient had difficulty charging the battery due to it turning sideways in the pocket. Upon palpating the battery site, it was very obvious the battery turned sideways in the pocket. There were not factors that led to the issue, just everyday use of the device and one day the patient noticed the battery was sideways. The rep met with the patient and was able to connect to the battery and all impedances were good. The patient was going to consult with the hcp about a possible pocket revision to correct the battery being sideways. Surgery was planned, but not yet scheduled. No further complications were reported.